Event description:
Information was received from a legal attorney regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and complex regional pain syndrome type 1. No drug information was provided. It was reported on (B)(6) 2012, the patient underwent placement of the intrathecal pump due to intractable abdominal pain and back pain. That surgery took place at (B)(6). On (B)(6) 2012, the patient underwent a repositioning of her pump because the pump had turned. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.